Manufacturer narrative:
UDI - not yet required for the reported product code/lot number combination. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retention samples of the involved product/lot number combination. A visual and sensory inspection of the retention samples revealed no anomalies or defects. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. Retention samples were tested for sheath radial strength and sheath removal force and all samples were confirmed to meet manufacturer specification. Dimensional testing of retention samples confirmed all samples met iso-594-2. Luer taper testing of the retention samples confirmed all samples met iso 594-1. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
A report was received regarding an incident involving a (B)(6) year old male patient related to the use of vivitrol for treatment of opioid and alcohol dependence. The patient received his most recent injection of vivitrol on (B)(6) 2016 and the user reports that "due to safety lock not being safe, they break, do not lock and do not remove from syringe." As a result, it is reported that the user administered the injection using new needle and syringe from their office inventory. The injection was given on (B)(6) 2016 at 2:51pm, injection site: rg. Vivitorol is ordered every four weeks or once per month. It was indicated that the drug is discontinued. The manufacturer reported, no patient medical intervention or treatment was reported necessary; and patient received injection as intended using alternate needle.